Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged clamp is confirmed; however, the exact cause is unknown. Three photographs of a powerpicc pinch clamp were returned for evaluation. An initial visual observation of the photographs showed a clamp with the clamp tag displaced. The tag was observed to be shifted to one side, resulting in interference with the pinch point of the clamp. No additional damage could be seen on the sample in the returned photographs. The powerpicc was observed to be in use at the time of the photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that had to adjust the white plastic piece on the PICC clamp in order to make sure it could still clamp the extension leg.

Event description:
It was reported by customer that had to adjust the white plastic piece on the PICC clamp in order to make sure it could still clamp the extension leg.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.